Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized with blood glucose of 534 mg/dl. Customer was hospitalized for high readings. Customer treated with bolus from the pump and manual injections. Customer was also given IV fluids and insulin drip at the hospital. Customer was wearing insulin pump at the time of hospitalization. The insulin pump was not returned for analysis.